Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for non-malignant pain and spinal pain. It was reported that during intra-op they got high impedances on all contacts when in the implantable neurostimulator (ins). This was occurring in the middle of an ins replacement. The leads were not being revised. They swapped the leads in the ins, changed reference electrode but they were still high. They tested in the multi lead trialing cable (mltc) and contacts 7-15 were high. The high impedance was not resolved. However, they had programmed using the functioning lead. The rep was unaware of the cause of the high impedance. However, the patient reported having a motor vehicle accident a few months ago.